Manufacturer narrative:
Batch review performed on 08.july.2021: lot 189039: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.